Manufacturer narrative:
Batch review performed by meedacta regulatory affairs department on 20 july 2020: lot 1908280: (B)(4) items manufactured and released on 23-oct-2019. Expiration date: 2024-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 36 size s - 4 (k112115) lot. 1908992. Batch review performed by meedacta regulatory affairs department on 20 july 2020: lot 1908992: (B)(4) items manufactured and released on 25-feb-2020. Expiration date: 2025-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.